Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault the lens was explanted. The lens was replaced with same size lens on a different day. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. H4 - device manufacture date: 06-aug-2023 corrected to 02-aug-2023. Claim #(B)(4).

Manufacturer narrative:
B5 - due to refractive surprise the lens was explanted. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).